Manufacturer narrative:
(B)(4). The device and accessories were evaluated by a philips bench tech. The reported symptom could not be reproduced. The device was also tested charging and discharging multiple times without fault. The cables and pads were further evaluated by a philips qual engineer with no trouble found. Info from the mrx IFU regarding pt impedance was sent to the customer. The device passed all performance assurance testing and was returned to the customer. The investigation determined this issue is consistent with out of range impedance and no device malfunction.

Event description:
It was reported to philips healthcare that during a pt event, the paramedics were unable to deliver a shock with the device. The pt was found supine, unresponsive, pulseless, apneic and representing an asystole rhythm. Resuscitation efforts were terminated at the scene. The pt was pronounced deceased in the field.